Manufacturer narrative:
(B)(4). F/u report will be filed if add'l info becomes available.

Event description:
It was reported the console's symbols are consistently not matching up with what the clinicians are seeing on the screen. For example during insertion for the case of (B)(6) 2013, there was a perfect elevation in p-wave and good flow with a yellow triangle at some points in time. The doppler was extremely dampened and there was more interference than normal. The catheter was being placed into the pt's basilic vein of their right arm in the intensive care unit. They were able to successfully place the catheter without exchanging it. There was no delay in treatment and no pt death or complications reported.